Manufacturer narrative:
Additional information: ge healthcare's investigation found the covers were off and the bellows were ruptured due to the magnet quench. The quench resulted from the magnet heater connector not being connected and the magnet formed an ice block. The connector is in close proximity to the magnet cover and can be knocked loose when the cover is re-installed. There are no restraints on the connectors. The connector may become disconnected because of system vibrations during normal use since there are no connector restraints. Logs were reviewed and confirmed that the connector had been disconnected and an error message appeared. Ge healthcare will be performing a field action (ge file no. (B)(4)) to install a cable connector restraint. This will be reported to FDA as per 21 cfr 806. Corrected information: device available for evaluation corrected to 'yes'.

Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.  Date of device manufacture is unavailable.

Event description:
The customer reported that when they arrived on site they found the covers off the system and a message of helium level at 0mm. Overnight the magnet had quenched and caused the cold head bellows to rupture and release pressurized helium into the room. There was no patient involvement.